Event description:
The hcp reported that while placing a bravo ph monitor the capsule would not attach to the pt's esophagus. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis was not possible. The delivery system was returned without the capsule. It was noted that the plunger had been fully depressed and retracted.